Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the bubble detection could not be reset during clinical use. The customer tried changing the set position of the bubble sensor, wiping the surface of the circuit, and cleaning the flow/bubble sensor, and finally he was able to reset it. After that, it was reported by customer, that the flow/bubble sensor seems to be working without any problems. The failure occurred during clinical use. As confirmed by the getinge service and sales unit, the device will not be investigated by a getinge technician, as the customer does not requested a service. The customer confirmed, that they cleaned the sensor and changed its mounting position on the circuit. This solved the failure and after that, the cardiohelp works as per factory specification (see communication grid). As no service will be performed, no log files are available for investigation. Thus, the most probable root cause could be confirmed as a contamination of the sensor. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device was manufactured on 2021-02-24. The review of the non-conformities has been performed on 2023-03-24 for the period of 2021-02-24 to 2023-03-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "bubble detection could not be reset " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the bubble detection could not be reset during clinical use. The customer tried changing the set position of the bubble sensor, wiping the surface of the circuit, and cleaning the flow/bubble sensor, and finally he was able to reset it. After that, it was reported by customer, that the flow/bubble sensor seems to be working without any problems. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted, when additional information become available.